Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed rotational speed assessment (low rotations per minute) (rpm). During repair the ID resistor, which is part of the flex circuit, had a separated wire that caused the motor to run at low rpm¿s. The assignable root cause of this condition was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-operation, it was observed that the motor device was running hot. It was not reported that the device was used in surgery, or that there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.